Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had dialysis on (B)(6) 2022. Their pulsatility index (pi) increased to 8-9 with anxiety or before dialysis but returned to 5 after dialysis sessions. The patient was then admitted on (B)(6) 2022 with altered mental status. Log file analysis contained clusters of pi events as well as routine power source changes. No other unusual alarms or events were recorded and the pump was operating as intended. Computed tomography angiography (cta) showed no large vessel occlusion (lvo) but demonstrated moderate intracranial internal carotid artery (ica) stenosis and severe extracranial left ica stenosis. Tissue plasminogen activator (tpa) was not indicated due to last known well (lkw) greater than 3 hours and low suspicion for stroke. Endovascular stroke therapy (evt) was not indicated due to no lvo. The patient's deficits were most likely related to encephalopathy however the etiology remained unclear. Stroke was unlikely given two unrevealing CT with patent vessels and improving upon exam. Magnetic resonance imaging (MRI) of the brain was unable to be obtained given the left ventricular assist device (lvad). The altered mental status was unlikely related to subclinical seizure activity given the patient had been responsive on examination with progressive improvement but unwitnessed seizure with prolonged post-ictal state may be possible. A computed tomography of the head and neck without contrast was done (impression). There was no acute intracranial hemorrhage, herniation or hydrocephalus. There was also no significant stenosis or proximal occlusion intracranially. Rapid assessment did not show suspected large vessel occlusion. There was moderate ica narrowing and no evidence of dissection. There was no significant stenosis or dissection of the left cervical circulation. There were multiple thyroid nodules and a non-emergent dedicated ultrasound was recommended if clinically indicated. Evaluation of the duplex doppler of the venous system of the right lower neck and upper extremity including color doppler and spectral/pulsed waveform analysis was performed. There were concerning findings for an occlusive thrombus of the inferior right internal jugular vein. There was also occlusion of the right upper extremity venous graft. Duplex doppler evaluation of the extracranial carotid and vertebral arteries including color doppler and spectral/pulsed waveform analysis were performed. CT impression showed no hemodynamically significant stenosis in the right or left carotid system. Summary of echo-tte showed: hm3 lvad speed at 5100 rpm, power 3.6 w, 3.8 lpm and pulsatility index (pi) at 9.7. Left ventricular systolic function was severely decreased and lvef (left ventricular ejection fraction) was 10% by visual estimation. There was also mildly reduced right ventricular systolic function and interventricular septum was midline. The patient was improving-alert, following simple commands and the neuro-stroke team signed off. Hemodialysis treatments provided with blood transfusion and the goal of care meeting was planned. No surgical intervention was recommended at the time. The patient was recommended to have dialysis 3 times per week and further goals of care were planned with caregivers/family.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists other neurological event (not stroke-related), right heart failure, renal dysfunction, and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, section 6 lists thromboembolism and neurological dysfunction as potential late postimplant complications. Section 6 also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Echo-tte also showed mild-moderate tricuspid regurgitation and continuous mild aortic insufficiency (aortic valve does not open). The patent was also status post mitraclip with trace residual mitral regurgitation. In comparison to previous echocardiograms there was no significant change. Mitraclip was placed prior to lvad implant for mitral regurgitation, and mild to moderate tricuspid regurgitation existed prior to lvad implant. Right ventricular failure was also present prior to lvad implant.